Event description:
The complainant reported a patient was on impella cp support and during support, the pump had positioning issues at the start of the case. The patient was advised to lay down. The positioning issues were resolved by explanting the pump. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.